Manufacturer narrative:
No button error alarms noted. All buttons functioned properly. However, the pump had corroded keypad traces, broken battery tube threads, a broken reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube and a cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the device started to make sounds prior to the button error alarm occurring. Blood glucose level at the time of the incident was 50 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.